Manufacturer narrative:
Findings: pump received button error alarm due to corroded keypad traces.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 140 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.